Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram confirmed there was no visible endoleak of any type present and the aneurysm was excluded. The patient will continue to be monitored. Additional information: an intraoperative type 1a endoleak that was resolved by a palmaz (non -endologix) stent was identified during the review of medical records.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The returned delivery system is not applicable/germane to the reported hypotension due to a suspected polymer leak and intraoperative type 1a endoleak because as outlined within the endologix field safety notice (fsn), fs-0012. Technical and procedural factors of the user (e.g. Use of the cross over lumen before polymer fill, catheter manipulation) are not causative for the majority of polymer leaks as was previously communicated, subsequently an evaluation of the returned delivery system is no longer warranted. At the completion of the clinical evaluation, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU due to a suspected polymer leak was unconfirmed with the medical images available for review. An intraoperative type 1a endoleak that was resolved by a palmaz (non -endologix) stent was identified during the review of medical images. This intraoperative type 1a endoleak was most likely device and anatomy related; anatomy related due to the off label infrarenal neck angulation of 69 ° (should be less than or equal to 60°) and device related due to the polymer leak, resulting in poor wall to wall apposition. The hypotension due to a suspected polymer leak is most likely device related as identified in field safety notice (fs-0012). The root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with the fsn this is the most likely cause associated with this event. The final patient status was reported as being monitored. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram confirmed the aneurysm was excluded with no observation of an endoleak of any type present. The procedure concluded without further incident. The patient will continue to be monitored.